Event description:
Caller reported that tandem charging supplies issued a shock. There was no adverse impact to the customer¿s blood glucose level. New charging supplies were sent and the customer continued to use the pump for insulin therapy.